Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Can you identify the lot number of the product that was used? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? Additional information was requested, and the following was obtained: regarding the doctor¿s injury, there was bleeding, but the beading was a light needle prick. There were no changes in the doctor¿s condition, and no problems were reported. Disinfection was performed as treatment. The surgery continued without issues.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and a topical skin adhesive was used. During stoma creation, the doctor injured their finger with the topical skin adhesive. The doctor said that they felt prick when cracking the glass ampule. They also said that no pieces should not have fallen into the surgical field and not be concerned about this issue at all. The doctor has some bleeding, but the beading was a light needle prick. There were no changes in the doctor¿s condition, and no problems were reported. Disinfection was performed as treatment. The surgery continued without issues. There were no adverse patient consequences to the patient.